Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following when the device was broken (at which point during surgery) at 1st firing did the firing knob break off of the device? Or was another portion of the device broken? Please provide further detail. [The firing knob broke]. Did any piece or pieces fall into the patient? If yes, were they retrieved? [No].

Event description:
It was reported that during a hemicolectomy procedure, the device broke when tried to fire. The procedure was completed using suture. There were no patient consequences reported.